Event description:
It was reported by the patient that the activator for the reveal loop recorder was not working. The batteries were replaced, but the situation was not resolved. A new patient activator will be sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.